Event description:
During the previous follow-up of the subject device (on (B)(6) 2013), it was confirmed that the pacing rate was not increasing in ddir pacing mode. The patient was under wait-and-see approach for one month. On (B)(6) 2013, the following observations could be done: the rate increase was not confirmed from patient data; the patient performed an exercise test, but no rate increase was observed on the egm. Patient file review confirmed the reported event.

Manufacturer narrative:
(B)(4) 2013 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.